Event description:
It was reported that when the table of a precision mpi was angulating, the foot rest detached from the table and the pt slid down the table, landing on their buttocks. The pt did not report an injury and did not seek medical intervention at the time of the event. On (B)(6) 2013, communication from the customer stated the pt alleges to have buttock pain from event. The pt alleged that an MRI was done and showed a ruptured disk. No further pt info is available at this time as pt has not consented to release any further info on injury or treatment. This product is not manufactured by ge healthcare. Ge healthcare is the importer of the precision mpi system.